Event description:
Rptr c/o severe headaches, fatigue, aching joints and muscles. Tightening of chest, breating difficulty, severe sensitivity to chemical smells resulting in headaches, dryness of membranes (eyes, vagina) etc. Never feels good. Her legs swell all the time making it difficult to work. Implant was ruptured.